Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock (n35c) the connections with the spike set was not proper causing leakage from the connection. The following information was provided by the initial reporter, translated from (B)(6) to english: when giving chemotherapy to the patient, the injector of 515573-zat didn't connect with a spike set properly. Also the drug leaked from the connection.

Manufacturer narrative:
H.6. Investigation: one sample unit was received for evaluation by our quality team. Upon examination, our quality team verified that the blue grips on the injector were broken and the injector needle was exposed. Testing was performed and despite the damage observed, the injector could connect to the connector without issue and no leakage was observed. As a lot number was unknown for this incident, a device history record review could not be completed. It is important to hold onto the white components of the injector when engaging/disengaging; do not grip the blue safety sleeve. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to ensure the functionality of the device. It was determined this issue likely occurred as a result of improper activation. The instructions for use must be carefully followed when using the phaseal devices in order to avoid any damage to the product that may result in the device not functioning as intended.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock (n35c) the connections with the spike set was not proper causing leakage from the connection. The following information was provided by the initial reporter, translated from japanese to english: when giving chemotherapy to the patient, the injector of 515573-zat didn't connect with a spike set properly. Also the drug leaked from the connection.